Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Feedback suggests that there was a free flow of nitroprusside delivered to the patient. The patient had open heart surgery and was placed on an infusion for nitroprusside. The customer reported that the set was removed from the pump in order to deliver albumin to the patient but the set did not clamp as expected. The customer reported that all the nitroprusside remaining had infused to the patient.

Manufacturer narrative:
Additional information added to an external inspection of the pcu and pump module did not identify any damage. A used administration was also received for evaluation, however details stated that the sample was destroyed it is unknown if this was the administration set used during the reported incident while infusing the sodium nitroprusside. A visual inspection of the set safety clamp did not identify any damage of deficiencies. The set was loaded into the pump module and the door was opened / closed x 20 and the activation of the set safety clamp was observed following each door opening. The set was decontaminated, and a pressure test did not identify any leakage. A visual inspection of the pump module door / sear assembly did not identify any damage. The pcu event log contained entries between (B)(6) 2019 and (B)(6) 2019 and a review for the date of the reported issue ((B)(6) 2019) identified that the pcu was powered up with pump modules 14190953, 14181335, 4184681 and 14191109 connected in positions a, b, c and d respectively. The pcu was powered down on (B)(6)- 2019, however pump module 14190953 was removed from the system on (B)(6) 2019 15:36:01. Pcu & lvp internal inspection - no ingress, damage or deficiencies pcu & lvp - pvps completed and all results within specification stra - lt2019-6767 at 5.0ml/h and 25.0ml/h - results of -4.60% and -4.35% were recorded respectively continuous infusion >48 hours completed failure free unable to identify root cause.

Event description:
Feedback suggests that there was a free flow of nitroprusside delivered to the patient. The patient had open heart surgery and was placed on an infusion for nitroprusside. The customer reported that the set was removed from the pump in order to deliver albumin to the patient but the set did not clamp as expected. The customer reported that all the nitroprusside remaining had infused to the patient.